Manufacturer narrative:
The reported complaint that the returned thermogard xp ivtm console (sn: (B)(4)) does not recognized that the air trap is filled was not confirmed through these evaluations. During initial functional testing, a mid 09 (air trap assembly) message occurred. The error message was also recorded in the event log. To prevent the reoccurrence of mid:09, a new air trap block was replaced. The console was functionally tested and passed. The thermogard console is a reusable device and was manufactured on 06 dec 2012 and has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).

Event description:
The thermogard xp ivtm console (sn: (B)(4)) did not recognized that the air trap was filled. It is not known when the issue was observed. There is no patient consequence reported. No further information was provided.